Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a cannula issue with one infusion set. The patient was unsure if she removed the cover from cannula needle. The event occurred on 29-jun-2024 within 3 hours of insertion. The site of insertion was the arm. Patient replaced the infusion set and successfully resumed insulin. No further information was available.